Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned. Device remains implanted.

Event description:
It was reported that post-implant of a realize adjustable band the patient had a total of three adjustments. The amount of each adjustment is unknown. There was no restriction with the last two adjustments. The last adjustment was performed under fluoroscopy and it showed that the port was disconnected from the band and the band was not inflating. The band and port are still implanted. The port will be replaced. The date for the port replacement has not been scheduled.